Manufacturer narrative:
Result: cracked head-end siderail panels. Damaged motion interrupt pan.

Event description:
It was reported by service report that the head-end siderails had cracked outer panels, and the motion interrupt pan was damaged. It is unk if there was pt involvement or adverse consequences to report.